Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the foreign material was noted upon opening the lens case.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that foreign material was found on the intraocular lens (iol). The lens was replaced and the procedure was completed with no injury to the patient. Additional information has been requested.